Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a shaft fracture occurred. The shaft of the f/g, emerge, mr, us 30mm x 2.50mm broke outside of the body while encountering calcium around the lesion site. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a shaft fracture occurred. The shaft of the f/g, emerge, mr, us 30mm x 2.50mm broke outside of the body while encountering calcium around the lesion site. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed the hypotube separation was 23.5 cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).